Event description:
Boston scientific received information that the device was programmed to something other than monitor and therapy as a mistake. The patient is coming back into the clinic to have the programming changed back to therapy available. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.